Event description:
It was alleged that during use on a patient, a rate change with renal dopamine occurred. It was noted that the pump was programmed in dose rate cal mode for 5cc/hr, however, when checked the next morning it was running at 52cc/hr. There was no negative outcome to the patient reported.